Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the device not recognizing a closed door and not prompting a load set screen. Service evaluation verified the symptom when the unit could not recognize a loaded door. The cause was identified to be failed upper and lower hook switches. The upper and the lower auxiliary assemblies were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device did not recognize a loaded set or experience a load set screen. No additional information is available.